Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. A review of the system logfiles found an error related to table height. Upon troubleshooting actions, fse raised the table manually by 5mm and restarted the system. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.